Event description:
It was reported that the customer experienced low blood glucose levels and received the motor error alarm and then the failed battery test alarm while bolusing on the insulin pump. The customer's blood glucose was 170 mg/dl. Troubleshooting for the motor error alarm was done. The customer stated that he had fallen on the insulin pump earlier while at the gym. The customer stated that they were able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Troubleshooting for the failed battery test alarm was not fully performed due to the replacement insulin pump from the motor error alarm troubleshooting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.